Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable pacemaker declared end of life (eol) earlier than expected. The patient previously had an atrioventricular node ablation and is pacer dependent. The field representative expressed concern about interrogating the device for fear that the amount of energy required to interrogate could result in the device going into storage mode which pacing support would no longer be offered. Boston scientific technical services discussed the possibilities when the device is at eol and suggested to support the patient with external pacing before interrogation. This device was explanted and a new pacemaker was successfully implanted. No adverse patient effects were reported.

Event description:
--